Event description:
It was reported that a spectrum infusion pump alarmed "system error 322". It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322, caused by loose lower latch switch bracket screws. The lower auxiliary assembly, including the loose screws was replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.